Event description:
Caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the error, and advised the caller to wait 20 minutes before starting a new sensor session. The caller understood and acknowledged the guidance provided.